Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal would not come out of the delivery tube. The event reportedly occurred in (B)(6) 2010. The staff in the hosp always gathers some defective parts until reporting the failure. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the unit was received with the tension spring assembly inside the deployment tube and the seal hanging outside the tube. The seal was partially rolled and had started to unravel. The white collar was not present and the plunger had been depressed. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal would not come out of delivery device" could not be confirmed as seal was outside the deployment tube. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).